Event description:
A customer contacted baxter's technical service center regarding a check supply line alarm that appeared on the homechoice display during prime. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg) and advised to push the spike into the supply bag and give a half twist. The cg stated that the spike did not seem to be pushed in far enough. The cg stated it seemed to be working better now. The cg was asked to call back if they experience any further problems. During a follow up with the hp regarding the connection issue, the hp explained that he had just not pushed the spike all the way like he should have, and added that there were no issues with the supplies. Per hp, he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a check supply line alarm due to spike not pushed all the way in. The patient explained that he had just not pushed the spike all the way like he should have. The patient stated there were no issues with the supplies. It was not confirmed in the lab due to a lack of sample. No lot number is known, therefore a batch review cannot be performed. The root cause was determined to be user error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.